Event description:
It was reported by service report that the track belt is split and coming off the chair. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Track belt.